Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when connecting this device to the right ventricular (rv) and right atrial (ra) lead no brady pacing was delivered. The leads were tested with a psa and all measurements were stable, while the rv pacing impedance measurements were high and out range when tested with the psa and device. The patient was not pacemaker dependent. A new device was implanted with the existing leads, while the device will be returned. No adverse patient effects were reported.